Manufacturer narrative:
Cloud data from the user for the period of 15jan2025-03feb2025 was downloaded and reviewed. Review of the cloud data found that a controller with serial number (B)(6) was used until 19jan2025. The last basal program used on this controller was 0.7 u per hour for 24 hours. A new controller with the controller serial number reported (B)(6) was setup and started use on 19jan2025. This controller was setup with a basal program of 7 u per hour for 24 hours. This basal program resulted in an initial total daily insulin (tdi) of 150 u per day. By the date of occurrence (03feb2025), the tdi had decreased to 29 u per day. Review of the patient history buffer (phb) data found that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The cloud data showed that an automated delivery restriction alert was generated at 23:13 on 02feb2025 due to the automated algorithm delivering the max microbolus amount for an extended period in response to increasing and high estimated glucose values. Upon generation of the automated delivery restriction alert, the system transitioned to automated mode: limited and began delivery of safe basal, which is the lower of the user's manual basal program and adaptive basal rate. The alert was acknowledged at 09:03 on 03feb2025, resulting in the system transitioning to manual mode. The system was used in manual mode until the pod was deactivated at 15:32 on 03feb2025. While in manual mode, the system correctly delivered the user's manual basal program of 7 u per hour for 24 hours regardless of estimated glucose values received. The last valid estimated glucose value received by the pod from the sensor was urgent low (less than 40 mg/dl) at 15:28 on 03feb2025. No evidence of an over delivery of insulin was observed in the available cloud data. It could not be conclusively determined if the 7 u per hour for 24 hours basal program was incorrectly or unintentionally programmed by the user during setup of the reported controller serial number. The exact cause of the reported incorrect basal setting could not be determined. No evidence of pod-controller connection issues was observed in the available cloud data. The exact cause of the reported communication issues could not be determined,

Event description:
The patient reported severe hypoglycemia requiring medical attention on (B)(6) 2025, and (B)(6) 2025. On february 3, his pump was in manual mode, delivering 7 units/hr instead of the intended 0.7 units/hr, leading to hypoglycemia and hospitalization for pneumonia. His wife provided apple juice and called 911 when he didn't recover. He was hospitalized for 4 days and discharged on (B)(6) 2025. The pod was worn longer than 48 hours on the abdomen. The patient was prescribed glucagon for severe lows and treated for their pneumonia. It was advised by the patient's physician that he had recently switch from the controller to the omnipod app on his phone and incorrectly programmed the basal rates. Patient's physician reported the phone settings showed 7 units/hour, but the patient's glooko report was still showing 0.7 units/hour as it had been prior to switching to the omnipod 5 app,

Manufacturer narrative:
Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 18.1 smartphone hardware: iphone13.2 cgm sensor type: g6 . Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, pneumonia and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.